Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that they experienced hyperglycemia and hypoglycemia. The customer¿s blood glucose level was 500 mg/dl. The customer reported that the transmitter would not stay charged. The insulin pump was not returned for analysis.